Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinician staff. The medical record did not contain hospital records from (B)(6) 2016 for review. Medical records did not contain dialysis center progress notes, dialysis treatment flow records, medication records or a history and physical for review. Medical records did not reveal the source or cause of the patient¿s peritonitis. There was no malfunction or leak reported. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler cassette and the patient¿s peritonitis.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient was started on cefazolin and ceftazidime. On (B)(6) 2015, the cefazolin was stopped. Patient was changed to gentamycin on (B)(6) 2016. On (B)(6) 2016, the patient was admitted into the hospital and the catheter was removed on (B)(6) 2016.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 4 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis (pd) patient reported she developed an infection. Follow up with peritoneal dialysis registered nurse (pdrn) confirmed the patient had been diagnosed with peritonitis on (B)(6) 2015. The patient was hospitalized on (B)(6) 2016 and got her catheter removed. On (B)(6) 2016 the patient was transferred to hemodialysis for a month. Following this, the pdrn expected the patient to transition back to pd. The cause of the peritonitis was unknown but the bacterial growth was confirmed to be roseomonas gilardii.